Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Manufacture year is 2012. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that after procedure patient had capsule tear in right eye. No vitrectomy was required. Surgeon reported that patient had no poor or weak capsule.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted.